Event description:
It was reported that the left ventricular (lv) lead pacing induced ventricular tachycardia (vt) of the patient. It was noted that fixation of other locations was unsatisfactory, therefore the lv lead was explanted from the optimal site and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.